Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, a blood leak from the hemostasis valve was noted. The transseptal puncture was performed using the same introducer and a non-abbott transseptal needle. Following the transseptal puncture, st elevation was observed so the introducer was replaced. The second introducer was prepared for flushing and no issues were noted. However, due to the issues with the previous introducer, the physician decided to not to use this introducer and to replace it with a non-abbott device (abroad from (B)(6)) to complete the procedure with no adverse consequences to the patient. No additional access puncture was needed due to replacing the introducer.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Event description:
This report includes an updated analysis.